Event description:
Patient presented in-clinic after experiencing episodes of dyspnea. Upon investigation, episodes of loss of capture were observed on the left ventricular (lv) lead. X-ray imaging was performed and revealed the lv lead had become dislodged. Lead revision is anticipated to resolve the event, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Patient presented in-clinic after experiencing episodes of dyspnea. Upon investigation, episodes of loss of capture were observed on the left ventricular (lv) lead. X-ray imaging was performed and revealed the lv lead had become dislodged. Lead revision is anticipated to resolve the event, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specification. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
Additional information received indicated the lv lead was explanted and replaced to resolve the event. The patient was in stable condition.